Manufacturer narrative:
The pump was received with normal operating currents. The pump was monitored for several days, and no low battery or low reservoir alarms were noted. The pump was received with intermittent esc button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked case at the reservoir tube window corner.

Event description:
Customer reported that the insulin pump returned a low reservoir alarm, low battery alert, and a button error alarm. Customer did not recall any significant events leading up to the button error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.